Event description:
Philips received a report that a patient suffered lacerations to his left upper arm as he came into contact with a sharp edge inside the bore after a bore seal had become loose.

Manufacturer narrative:
Philips has started an investigation, a follow up will be sent when the investigation has been completed.

Manufacturer narrative:
During horizontal movement of the table, the upper qbc seal between front cone and qbc cover came off, and patient got injured by friction with his arm. The reported issue was investigated by our team of mechanical engineers and the cause was found. As per the maintenance and repair manual (dmr 452213270590 & smi ps0001144552) the recommended glue to be used is loctite 406 to attach the qbc seal. However, the field service engineer (fse) used a different glue than specified which can cause and led to the loosening of the qbc seal. This is considered an unfortunate incident that could have been prevented. Contributing factor in this case was the fact that this patient was unresponsive due to sedation. The instructions for use indicate that extra care must be taken for patients that are unresponsive: warning. Visual observation and medical supervision is required for all patients who cannot attract the operator¿s attention (e.g. Pediatric, unconscious or sedated patients).